Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient reported in clinic to receiving inappropriate therapy from the device. The patient was not symptomatic at the time of the therapy. It was planned to update morphology and continue to monitor.